Event description:
It was reported that during a lap appendectomy, the device jammed and would not open after firing. A second like device was used to complete the case. There was no pt consequence reported.